Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a temperature alarm occurred while exposed to 70 degree fahrenheit temperature. Reportedly, the pump had been charging at the time of the alarm. The alarm was successfully cleared and did not reoccur. Blood glucose level was 165 mg/dl.